Event description:
During primary surgery, the clavicle pin broke. The surgery was delayed approx 2 1/2 hours.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The cause could not be determined. A search of the complaint database found no prior reports for this part and lot number combination. Review of the device history records did not reveal any mfg deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.